Event description:
Patient self-tester reports protime microcoagulation system inr 0.8 vs unspecified lab system inr 1.5. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse report, serious injury, or intervention.

Manufacturer narrative:
(B) (4). After reported event, patient self-tester reports acceptable performance of the protime microcoagulation system; therefore, no product is being returned to manufacturer. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed.